Manufacturer narrative:
One unused sample was returned for eval. Functional testing of the device found the barrel of the device to move smoothly and without obstruction. The functional testing found the device to operate as intended. The root cause of the reported issue could not be established as the returned device met with specs.

Event description:
User facility reported that the device was in use with a pt and the loss of resistance syringe component was sticking during an epidural placement. According to reporter, the loss of resistance sticking allowed the epidural needles to advance into the pt dura. No permanent adverse effects to pts reported.